Event description:
On (B)(6) 2013 (B)(4) with mcs inc. Was notified by (B)(6), that a burning smell came out of a device that was reported as non-functioning four days before. As was reported by the biomedical engineer, the device was not used on a patient at the time of the event.

Manufacturer narrative:
Device was returned to mcs on (B)(4) 2013. Device was inspected by the engineering department on (B)(4) 2013. The investigation has revealed that the device's over-voltage protection circuit is damaged and that the device is non-functional due to a carbonization of input components. No signs of over-heating or melting have been revealed on the outer surface of the device's casing. Following the internal investigation of the reason for the damage, mcs concludes that it was probably incurred due to the use of an unapproved ac/dc adapter that provided excessive input voltage levels. Following this event mcs is reassured that the use of the over-voltage protection circuit together with a fire retardant casing has ensured that neither the patient nor the user were or could have been exposed to any unacceptable hazard. In spite of several attempts, mcs was not able to obtain any more data from the field.